Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The first firing was successful. The surgeon tried to remove the device from the cavity through the trocar, pushed the blue button and the silver button. However, the jaws were unable to be returned to the straight position and were unable to be closed. The surgeon remove the trocar and then removed the device with the articulated jaws from the cavity. Re-inserted the battery, the jaws were returned to the straight position and the device normally reacted. However, it was replaced by another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.